Event description:
The caller alleged discrepant results when compared with the lab results and the results are as follows: date: 2008, inratio: 1.5, lab: 3.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.5, lab: 3.4, mean: 2.45, confident limits: 1.6-3.4. As per internal procedure rev.2 the inratio value is not within the confident limits. The product will be investigated.